Manufacturer narrative:
(B)(4). Date sent: 6/10/2016. Batch # n54097. The analysis found that one pce60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The manual override system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open unknown procedure, the knife did not return from the distal end after firing on the small intestine. Also, the jaws did not open with the knife reverse switch. Then, the device was released with the manual override lever. The deployed staples were formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.